Manufacturer narrative:
Device was confirmed to be functioning as designed. No manufacturing anomalies were identified review of the current quick reference guide (qrg, rev 5) confirms that the labeling specifically directs patients to apply biowave theracream conductive cream as the sole conductive medium prior to device use. Theracream is referenced consistently throughout the directions for use and troubleshooting sections, and is included in the product package. However, the qrg does not contain an explicit warning against the use of alternative topical products, sprays, or creams in conjunction with the device. The contraindications section does not address the use of non-indicated topical substances. As a result, while theracream use was specified, the hazard of using alternative topical products was not adequately communicated to patients or clinicians, and was not identified as a risk in the device risk management file. Planned corrective actions:1. Update IFU to include explicit warnings against use of topical sprays, lotions, or creams in conjunction with the device2. Update risk management file to include identified hazard and associated risk controls3. Issue communication to clinicians regarding contraindication.

Event description:
Patient reported development of blisters on skin following use of biowrap silver back, an electrode garment wrap. Prior to use, patient applied a topical spray (cigna spray ) to the skin, which was recommended by their treating clinician. Patient developed blisters at the site of device contact.